Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power supply to battery harness was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in backup battery could not charge. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.